Event description:
A medtronic representative reported that, while in a spine procedure, after the cage was inserted to l3-4, the posterior portion of the cage broke and the inserter came off the cage. When the inserter was taken out of the surgical field, cage debris (0.2mm thick, 5mm square) was observed on the screw thread of the inserter. The cage stayed implanted as the surgeon judged that the cage itself had no problem. The surgeon stated he may have "twisted and hit the cage too much". The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier, gender and weight, (B)(4). Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.